Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the device failed incoming functional testing due to its main printed circuit (pcb) board being misaligned. The pcb was realigned and the device tested again and it passed. Analysis confirmed the customer comment that the connectors were broken and further noted that five case screws were contaminated and that one stuck button was detected and one stuck button recovered. All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
It was reported that the external pulse generator's atrial and ventricular connectors were broken. It was requested that it be considered a warranty repair. The generator was returned for service. There was no patient involvement.